Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The tight target lesion was located in the left anterior descending (lad) artery. A 3.00 x 38 synergy drug-eluting stent (des) was advanced to treat the lesion however upon approaching the lesion, it was noted that the stent moved on the balloon. The device was removed. The device was checked outside the patient's body by the user and the stent dislodged. The procedure was completed with a 24mm synergy des. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR. The stent delivery system (sds) was returned for analysis without the distal part of the device including midshaft, outer, inner, balloon, stent and tip. A visual and tactile examination found several hypotube kinks across the length of the shaft and the shaft itself was broken at 655mm distal from the strain relief. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Distal part of the delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the hypotube broke outside the patient's body after removal of the device.